Manufacturer narrative:
Complaint confirmed, the anchor was returned broke at its base but still connected to the suture. The proximal end fragment remains assembled with the driver. No other abnormalities were observed. The cause of the event is undetermined, however a likely cause is prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ankle fracture/ligament repair surgery the surgeon drilled the bone using the bone drill from the drill kit. Upon insertion, the device broke off and crumbled. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.